Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that he had disconnected from the patient line in the initial drain and used a manual bag to drain out. The hp then reconnected to the patient line. The technical service representative (tsr) assisted the hp to end the therapy and advised to start over using new supplies. The tsr further explained to the hp not to disconnect except in the dwell cycle. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) regarding the reported issue, it was found that night was hp's first time on the hc cycler. The cg explained that the hp had setup the supplies, but had forgotten to press go to start the therapy. So the hp disconnected, and then "after fiddling with it", the hp reconnected. Upon reconnecting the hc started to alarm and would not allow him hp to continue therapy, so he called baxter technical support at that point. The cg stated that issue was resolved. The cg verified that they are aware of the proper disconnect/reconnect procedures now. Per cg, there were no defects on the supplies. Per cg, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed, because the home patient (hp) revealed that he had disconnected from the patient line in the initial drain and used a manual bag to drain out. The hp then reconnected to the patient line. The cause was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.